Event description:
The tip unraveled upon insertion into the balloon. The tip did not separate and nothing was left in the patient or the guide. It was a cardiac cath procedure to implant a stent. The procedure was successful completed and the patient was treated and is in satisfactory conditon. There were no adverse events or injuries in this case.